Event description:
As reported from our affiliates in thailand, this was a case with a 20mm sapien 3 valve in aortic position by transfemoral approach. The first valve was implanted too aortic (50:50) with severe paravalvular leak due to initial low positioning. The patient became hypotensive, and an electrocardiogram showed pulseless electrical activity (pea). Cardiopulmonary resuscitation (CPR) was started with inotropic drug support. A second valve was prepared and deployed at a more ventricular position (80:20 aortic). Post second valve implantation, hemodynamics were good, and transthoracic echocardiogram and angiogram showed no more paravalvular leak. Lv-ao gradient measured 9mmhg (6mmhg from echo). Post procedure, the patient was able to respond and was transferred to the ccu.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The complaints for valve malposition and paravalvular leak were unable to be confirmed due to unavailability of procedural imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "20mm sapien 3 case by transfemoral approach in aortic position. The first valve was implanted too aortic (50:50) with severe pvl due to initial low positioning." Per the training manual, "position thv with bottom of center marker at base of cusps," which will target the final deployed valve position around 70/30 to 80/20 (aortic/ventricular). In this case, the initial valve position was too low, which caused the valve to land too ventricular upon deployment. As such available information suggests that procedural factors (valve positioning technique) may have contributed to the valve malposition. Due to the valve being implanted too low, it is likely that the paravalvular leak skirt was unable to properly seal against the native annulus resulting in paravalvular leak. As such, available information suggests that procedural factors (valve malposition) may have contributed to the paravalvular leak. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in thailand, this was a case with a 20mm sapien 3 valve in aortic position by transfemoral approach. The first valve was implanted too ventricular (50:50) with severe paravalvular leak due to initial low positioning. The patient became hypotensive, and an electrocardiogram showed pulseless electrical activity (pea). Cardiopulmonary resuscitation (CPR) was started with inotropic drug support. A second valve was prepared and deployed at a more ventricular position (80:20 aortic). Post second valve implantation, hemodynamics were good, and transthoracic echocardiogram and angiogram showed no more paravalvular leak. Lv-ao gradient measured 9mmhg (6mmhg from echo). Post procedure, the patient was able to respond and was transferred to the ccu.